Event description:
It was reported that the patient¿s battery had died and that they had not used it in eight years. It was reported that the patient wants the implantable neurostimulator (ins) removed because it is causing them pain and moving around.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0428298v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type; extension. (B)(4).